Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. Device code 2017: failure to follow steps/instructions.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a cerebral aneurysm interventional procedure using an 8f sheath. Reportedly, a cuff miss [suture retrieval issue] was noticed. A hematoma occurred. Another prostyle device was used to achieve hemostasis. The hematoma was treated with manual compression there was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was confirmed as posterior needle to cuff miss. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The patient effect of hematoma is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices. Reportedly, femoral imaging was not performed. It should be noted that the IFU states: perform a femoral angiogram to verify the location of the puncture site. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.